Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) removed cubbies and trays from main drawer 4.1, cleared debris, and reinstalled trays and cubbies. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station displayed the message ¿device not detected on bus.¿ the customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, the issue persisted. The station was then shut down by unplugging the power cord from the back of the unit for 2¿5 minutes, reconnecting it, and powering it back on, but the drawer still failed. These efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.